Event description:
This report from australia describes a male patient who sustained significant burns to his legs, torso, chest, and arms. Following wound debridement, the patient was initially treated with approximately 11 units of novosorb btm (model: btm-2040) on (B)(6) 2026. The exact wound size, patient age, medical history, and concomitant medications were not provided. On (B)(6) 2026 (post-operative day 4), the patient returned to the operating theater due to a localized infection. To achieve wound control and stabilize the patient, the btm applied to the legs and lower torso (buttocks) was completely removed, and the area was debrided. The matrix on the back, chest, and arms was left in situ because the patient became clinically unstable, and the legs/buttocks were the primary clinical concern. On (B)(6) 2026, the patient returned to the theater, and btm was successfully reapplied to the legs and lower torso; the remaining original matrix sites showed significant clinical improvement. During this second procedure, the surgical team noticed that a 5¿10 cm section of the matrix on the left arm had been accidentally applied upside down during the initial surgery. This upside-down section was removed and replaced correctly. At the time of the report, the infection was resolving, and the replaced devices remained in situ. No device malfunction was reported. The reporter noted that the severe infection was isolated to the lower torso and was entirely unrelated to the surgical user error on the upper left arm. This event is being reported due to the surgical interventions required to manage the infection and correct the upside-down placement.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported issue is a known risk associated with the use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified for the infection for the legs and lower torso. The root cause of the device removal in the left arm was likely due to user error, specifically a section of the matrix (approximately 5¿10 cm) being surgically applied upside down by the treatment team. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference# (B)(4)